Event description:
It was reported by the user site that prior to a 3dimensions patient exam on (B)(6) 2026, the gantry of the device was shaking during preventative maintenance. No user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the gantry was shaking at the start of the tomosynthesis sweep. The fse discovered that two of the four bolts holding the vertical travel assembly (vta) motor were loose. The fse secured all of the vta motor bolts, performed vta and tomosynthesis calibrations, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.